Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: 110010242 g7 osseoti 3 hole shell 48mm c lot#: 6564825. Catalog#: 110024461 g7 dual mobility liner 38mm c lot#: 475980. Catalog#: ep-200144 act artic e1 hip brg 28x38mm lot#: 915380. Catalog#: 11-301300 arcos con sz a std 50mm lot#: 023440.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth: unknown month and day in (B)(6). Concomitant medical products: catalog#: ep-200144 act artic e1 hip brg 28x38mm lot#: 645000. Catalog#: 110010242 g7 osseoti 3 hole shell 48mm c lot#: 6564825. Catalog#: 110024461 g7 dual mobility liner 38mm c lot#: 475980. Unknown head. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04861, 0001825034-2019-04866, 0001825034-2019-04867, 0001825034-2019-04869.

Event description:
It was reported that the patient underwent a wash out of the wound approximately one month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.